Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the shadow in video image. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, our technician confirmed that the bending rubber leak, the remote control buttons leak, the remote control buttons cut, the objective lens scratched, the u/d knob loose, the right pulley wire worn out, the operation channel (primary) kink, the angulation down angulation decrease, the angulation right angulation decrease, the angulation up angulation decrease, the air/water socket chipped/cut o-ring, the air nozzle missing glue, the water nozzle missing glue, and the bending rubber pin hole; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(shadow in image).